Event description:
Customer has had type 1 diabetes for 44 years. Customer reports that he had a hypoglycemic event where he tested on his active meter and obtained a blood glucose result of 165 mg/dl. He states that based on how he felt, the reading should have been around 30 mg/dl. Customer is not sure of the timeframe between his blood glucose result and going to the hospital. Customer was taken to the hospital right away and treated with a glucose IV. Customer was not admitted to the hospital, and a reading of 186 mg/dl was taken when he left the hospital. No additional adverse events or treatments reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.